Manufacturer narrative:
The hill-rom tech found the siderail not to latch due to cleaning solution in mechanism causing too much friction. See scanned page. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on their beds. The tech cleaned and lubricated the siderail to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the left intermediate siderail will not latch. The bed was located at the account in the basement. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).